Event description:
It was reported that during a venoplasty on a jugular vein in the venus system a xxl/16-4/5.8/120 balloon ruptured. Upon withdrawal the xxl balloon became stuck on the sheath. A portion of the balloon became separated. The physician is unaware if it was stuck in the soft tissue or if it was still inside the patient. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a venoplasty on a jugular vein in the venus system a xxl/16-4/5.8/120 balloon ruptured. Upon withdrawal the xxl balloon became stuck on the sheath. A portion of the balloon became separated. The physician is unaware if it was stuck in the soft tissue or if it was still inside the patient. No patient complications were reported and the patient's status is ok.